Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a significant risk factor or infection. The patient¿s pd culture yielded growth of staphylococcus aureus which is an organism that is normally found on human skin. Therefore, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis and is temporarily doing hemodialysis. Upon further follow-up, the pd nurse reported the patient was experiencing symptom of abdominal pain. As a result, the patient went to the hospital and was admitted with peritonitis. Per the nurse, the patient¿s pd culture yielded growth of staphylococcus aureus. The patient was treated with vancomycin (dose unknown) intra-peritoneal (ip). Additionally, the nurse indicated the patient had been experiencing drain issues from the pd catheter (not a fresenius product). During the hospitalization, the pd catheter (not a fresenius product) was removed due finding the pd catheter was malpositioned. The patient was transitioned to hemodialysis. Subsequently, on (B)(6) 2020, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse reported the patient was completing pd treatments using a combination of cycler assisted and manual pd exchanges prior to hospitalization. The nurse indicated it was suspected the patient may have had a breach in aseptic technique while the performing pd exchange. It was unknown if the breach in aseptic technique occurred during cycler assisted or manual pd exchange.